Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, trending by product line, failure mode effects analysis, health hazard analysis and system hazard use and misuse analysis. The DHR (device history review) was not performed as the lot number is unknown. Trending analysis for hru-respiratory reaction and hr-headache for the cidex opa did not reveal any significant trends. The fmea (failure mode effects analysis) for user respiratory reactions and headache were reviewed and the associated risks were below the threshold of 100. The hhes (health hazard evaluations) for similar issues indicated none/negligible risk. Shuma (system hazard use and misuse analysis) was reviewed and assessed the risk as category I - broadly acceptable risk. The reported symptoms are consistent with potential exposure to cidex opa solution vapors as indicated in the warnings of the product IFU. These symptoms are typically transient and disappear once the user is moved to a well-ventilated area. For this complaint, no information was available regarding the ventilation of the room, and thus it is not known whether the reported symptoms were due to inadequate room ventilation.

Manufacturer narrative:
(B)(4) - cough, dry throat. The cidex opa IFU states in part: warning: avoid exposure to ortho-phthalaldehyde vapors, as they may be irritating to the respiratory tract and eyes. May cause stinging sensation in the nose and throat, discharge, coughing, chest discomfort and tightness, difficulty with breathing or headache. May aggravate a pre-existing asthma or bronchitis condition. In case of adverse reactions from inhalation of vapor, move to fresh air. If breathing is difficult, oxygen may be given by qualified personnel. If symptoms persist, seek medical attention.

Event description:
A healthcare worker (hcw) reported she was exposed to cidex opa solution for many years. She reported experiencing symptoms of a dry throat, chest tightness, cough, and headache. She believes her symptoms may be due to cidex opa solution exposure. She has been sick since (B)(6) of 2010. She was off work with a broken leg and seemed to be okay until she returned to work in (B)(6) of 2010 and her symptoms reappeared. The hcw sought medical intervention numerous times (ER, family doctor and pulmonary doctor) and nothing was determined. She was told she was going through menopause. She read the cidex opa solution IFU and her symptoms match the possible side effects mentioned for cidex opa solution exposure. She feels like she is being poisoned at work. She is currently working in the sonoprobe processing area where cidex opa solution is used. The facility moved the unit where the sonoprobes are processed from the area she works in. She called for assistance and was advised to report her condition to the facility and consult a physician.